Event description:
The patient was not attached to cardiac monitor in a room. The monitor was showing a rhythm, junctional with artifact. The patient was upstairs getting stress test. EKG leads were removed from monitor, cable removed from monitor, the monitor was placed in a suspended mode and the monitor still showed the same rhythm.according to biomed, upon investigation it was determined that the problem was not with the monitor itself, but with the ECG cable and leads wires, which are considered expendable and is user replaceable. The combination of a bad trunk cable and lead wires caused a phantom ECG to appear on the monitor. The cable and leads were replaced and the problem corrected.